Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - ni. Initial reporter manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03629 / 03630).

Event description:
Patient underwent a left hip revision procedure due to wear. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.